Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image detected on the display. The event was found during an unknown procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to the defective charged coupler device. The most probable cause for this was component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image detected on the display. The event was found during an unknown procedure and completed using a similar device. There were no reports of patient harm.